Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) due to experiencing issues with the omnipod personal diabetes manager (pdm) not being able to reset it and high blood glucose (bg) levels, the patient bought backup insulin and did not know the amount that was supposed to deliver which is why the hospital visit was necessary. At the hospital, a manual insulin injection was delivered with the health care practitioner's guidance.